Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: cib, andrew, onsite, shaver turn on and off randomly, po fa00065154 the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) fluid ingress, 2) damaged cable, 3) normal wear an tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.